Manufacturer narrative:
One imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads, and signs of damage at the implant drive feature. The mount is confirmed to be fractured at the engaging hex. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report. Device expiration. (B)(4). Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Reporter's last name not provided/unknown. Additional 510k number: k101880.

Event description:
It was reported that the implant (tsvtwb10) fractured during placement. Another implant was placed during the same procedure. Tooth location 29.